Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reports taking novorapid based on result of 8.6 mmol/l obtained on the mobile system. Customer reports low blood glucose symptoms within minutes of taking the insulin; customer's husband treated her with "glucogel" and an ambulance was called. Customer tested 10 mmol/l on the mobile system and 2.3 mmol/l on professional device; results were obtained at the same time. Customer was treated with IV glucose and low blood glucose symptoms improved. Requested return of suspect device.